Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Investigation process of the complaint was carried out in accordance with work instructions (wi) complaint investigations. The following test was performed: - visual test, 10 samples out 10 samples passed the test - static pull test, 10 samples out 10 samples passed the test a batch record review was conducted resulting in the following: lot 5410851 was packaged on (B)(6) 2023, in multivac 12, with a total of (B)(6) pieces. A batch record review was performed on 24/jul/2024, to verify if all the applicable procedures were followed and no issues were found. A query was run in database against packaging lot 5410851 and malfunction code tubing detached from tubing-tubing connector; no nonconformity had been registered for all mentioned lot in database. Conclusion summary of the related event. As a result of the following: the review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot. No harm was reported by the customer. No reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no other complaint of this nature received on lot number 5410851 the complaint is considered as an isolated event. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing detachment and come apart event on 01-jul-2024. Location of detachment was site. Insertion site location was right hip.infusion set has been used for less than a day. Sleeping led up to this event. No further information available.